Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered high out of range pace impedances on the right ventricular (rv) lead. The values were out of range twice, and at both times, were greater than 3000 ohms. In addition, minute ventilation oversensing was also observed which caused inappropriate atrial tachy response episodes. At this time, the system remains in service and reprogramming was performed to turn off the minute ventilation feature. The leads are a competitor's product. No adverse patient effects were reported.